Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 168 mg/dl. Customer stated that reservoir was discarded (not used). Customer stated the leak is past 2nd o-ring. Customer stated there is an air bubbles in the reservoir. Customer was advised that we would like to return the reservoir for analysis and we will send replacement.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed visual inspection and found second o-ring out of groove. The reservoir returned opened/used.